Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed in veeva to be associated.

Event description:
According to the available information, the device was removed and replaced due to it being nonfunctional.

Manufacturer narrative:
Titan pump and reservoir were received for evaluation. Abrasion was noted, on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion was noted, on the longer exhaust tube of the pump. This is a site of leakage. No functional abnormalities were noted, with the reservoir. Based on examination of the returned product. It was concluded, that while in-vivo. Both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed, the devices from this lot met all specifications, prior to release. A review of the complaint history database, nonconformances and capas revealed, no trends for this lot.

Event description:
According to the available information. The device was removed and replaced, due to it being nonfunctional.